Manufacturer narrative:
Event problem and evaluation codes: updated a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and two photos were received for evaluation. Visual inspection found an occlusion is identified between tube assembly to filter inlet bonding; thus, failure mode is confirmed. No other analysis was performed. Based on the tests results, it is concluded that the failure could be reproduced in two ways: 1) when the excess of solvent is not cleaned before to assembly the tube with the component. 2) when the tube is introduced two times in the solvent dispenser (procedure is not followed). An awareness notification was issued to personnel involved on (B)(6)2023 by quality engineer to notify production personnel about the failure mode reported by the customer. This remediation MDR was generated under protocol (B)(4). , as a result of warning letter cms# (B)(4). .

Event description:
It was reported that during the pre-use check, an occlusion in the medical fluid infusion line was observed. No patient injury. No additional information is available for this complaint.